Event description:
The facility representative contacted a technical service representative to report an ipump that "will not power up". This event occurred upon power up in the biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "will not power up" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined. No repairs were made due to estimate refusal by customer.